Event description:
It was reported the patient, who previously had an outflow graft revision and anti-rotation clip placed in 2019 (MFR# 2916596-2019-04104), was admitted following a fall, but had been noted as "profoundly" hypotensive. The team did not believe the hypotension to be a vad-related issue as the patient had syncopal episodes while seated upright. The log files were sent in for analysis for any new concern for extrinsic outfllow graft obstruction (eogo). Following review of the submitted log files by tech services (ts), it appeared there were frequent low flow events in the morning with the flow hovering around the 1.9-2.0 lpm mark. The patient previously had the low flow threshold lowered to 2.0 lpm. The flow appeared to have recovered back into the 3-4 lpm range by the end of the data capture.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction was unable to be confirmed as no images were submitted for review and the device remains in use. Review of the submitted log files confirmed low flow alarms; however, a specific cause for these events could not be conclusively determined. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The submitted controller event log file contained events on 06sep2024 from 04:07:19 ¿ 08:37:09. The file captured intermittent low flow events from the beginning of the file until 08:29:25, with several of these low flow events resulting in transient low flow alarms. Of note, the low flow events appeared to be associated with elevated pulsatility index (pi) values and resolved by the end of the file. No other notable events or alarms were captured, and the system appeared to be operating as intended at the stored patient speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow, and explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. This section also notes that, in general, the magnitude of the pulsatility index (pi) value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 also explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. For patients with low flow software system controllers, the heartmate 3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.